Manufacturer narrative:
This product was manufactured prior to implementation of unique identifier (UDI) requirements and as a result, the complete UDI is not available. Applicable us product data has been included in this report. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements greater that 200 ohms. Technical services (ts) reviewed the data and noted that the shock impedance had been gradually increasing but was stable within range. Ts recommended programming options. This lead remains in service. No adverse patient effects were reported.